Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to the location was causing pocket pain, so it was moved to his abdomen. The patient is doing well post operatively and the device will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 21131340.